Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog #: 00-7703-015-00; serial #: (B)(4); lot #: unk . The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On january 15, 2020, it was reported that during testing there was a problem with the handle. They said that the handle they had would not assemble with the device, but the handle that belonged with the device was at another hospital. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on january 30, 2020 revealed that the calibration and sample mesh could not be taken due to the top would not lock. The comb was bent, the roller was damaged, and the ratchet gear was damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 30, 2020 which included replacement of the roller, roller gear, spring pin, comb, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event could not be confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during testing the handle they had would not assemble with the device, but the handle that belonged with the device was at another hospital. During investigation of device, it was revealed that the device had a bent comb and could not produce a passing test mesh. No adverse events were reported as a result of this malfunction.